Manufacturer narrative:
The analysis of the power supply was completed by medtronic personnel. Testing found that the output voltage of the unit fluctuated and was unstable.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The low voltage power supply was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected power supply was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the imaging system was beeping constantly. An error code was showing and the generator flashing ready and then not ready. The issue occurred at the end of the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No further information was provided.